Event description:
A (B) (6) customer called for help with his contour meter. He stated that comparison blood glucose tests had been performed using his contour meter and his doctor's meter. The contour read 13.4 mmol/l (241 mg/dl), while the other meter read 6.9 mmol/l (124 mg/dl). The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.